Manufacturer narrative:
The device is not available for eval. It has been discarded. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating: "defective cutter. Blocked (not cutting). No patient injury. No product being returned."